Event description:
The customer reported that he was treated by the paramedics due to a blood glucose reading of 21 mg/dl. The customer stated that he was asleep when the event took place. The insulin pump was not exposed to high magnetic fields. The customer felt that his basal rate settings were too high, and wanted to know how to change them. Advised the customer how to change the basal rates, and recommended that he speak to his health care professional. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.